Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) reported fluid ingress spots in the screen, and contamination on the bottom right of the panel. The carefusion fa rep reported the touch screen was completely irresponsive and could not be calibrated. The carefusion fa rep determined the root cause to be front panel fluid ingress and is a known issue that is being corrected internally.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, the touchscreen on the vela ventilator was not responding and some spot on the screen. The customer was unable to calibrate the device to correct the issue. The customer reported no patient involvement or allegation of patient harm.